Event description:
Customer reportedly obtained results of 237mg/dl on the advantage system and 114mg/dl on a professional device within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement sent.